Event description:
A caller reported experiencing intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer continued to use the pump for insulin therapy.